Event description:
The customer reported issues with latron control and a leak from the coulter lh 750 hematology analyzer. The customer stated that the leak was not contained within the instrument and fluid leaked under the instrument. The customer did not provide the volume of the leak and stated that the leak crystallized. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a loose tubing from the retic stain pump (pm5) which was causing stain to leak. The customer reattached the tubing at the retic stain pump to resolve the stain leak. The fse also found a leak at the feed through fitting 129 (ff129) which delivers diluent from the sheath tank to the upper sheath flow tubing. The fse proceeded to replace the tubing at ff129 to resolve the latron issues reported by the customer. The fse verified the repairs as per established procedures and results met published specifications. (B)(4).